Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe tip was not able to be inserted into the cannula prior to a surgical procedure.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed a non-conforming tip. Due to the state of the sample, the reported event could not be confirmed. The tip was found to be non-conforming however, how or when it became non-conforming remains inconclusive. The reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample returned for evaluation. The 25 gauge illuminated flex curved laser probe was manufactured on april 5, 2018. There were 1302 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).